Event description:
In 2009, the patient reported that her hba1c has been elevated for the past "year and a half" and she "can't seem to get them down". She stated that she sometimes increases her insulin intake and her blood glucose drops too low. Her target blood glucose range is 120-150 mg/dl. She stated that she had an ongoing issue with air bubbles in the insulin cartridge. She stated that she generally notices air bubbles after the cartridge has been in use for a couple of days. The most recent incident occurred 3 days ago and she was able to prime the bubble from the system. She allows insulin to reach room temperature prior to use. She does not properly adjust the piston rod before inserting the insulin cartridge into the infusion device and she was educated on the proper procedure. Upon follow up the following month, the patient reported that she was "definitely out of the highs' but she has experienced a "couple of high sugars" in the last 2 days. She stated that she did see air bubbles in the insulin cartridge and she "cleared them out". The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.